Manufacturer narrative:
(B)(4). Disposable set is not being returned as the customer is not alleging a deficiency with the disposable set. Pt is post cardiac transplant receiving tpe due to antibodies. She has a history of developing hives with ffp. She was pre-medicated with oral benadryl prior to the procedure. The procedure was started using (B)(4) as a replacement solution. Initially, she developed hypotension with a bp of 79/50. The procedure was paused and she was given a 250 ml bolus of ns. Her blood pressure responded to the bolus and went up to 95/60 which is her reported baseline. They restarted the procedure and switched the replacement solution to ffp. The pt complained of itching but refused to take benadryl as it makes her sleepy. They continued the procedure and she developed hives as the third bag of ffp was infusing. They stopped the procedure and did not perform rinseback. They administered IV benadryl and solumedrol and the hives resolved. The pt is now stable. A physician attended the pt during these reactions. Conclusion: hives related to replacement ffp are an anticipated side effect of this procedure.

Event description:
A tpe procedure was being performed on a pt using ffp as the replacement fluid. The pt developed hypotension part way into the procedure and later in the procedure had an allergic reaction to the ffp infusion. This report is being filed due to medical intervention.